Event description:
Dealer got a call about this power chair being stuck in the middle of (B)(6) store. He called tech to see what the 5 flash codes could be so he had an idea of what to look for when he went out to fix the chair for the consumer.